Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombus requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure was to treat the proximal lad and the proximal cx. The stents were overlapped at the bifurcation at the left main. During the procedure, a dissection occurred at the proximal edge of the stents which was not treated and resolved itself. Also during the procedure, ECG changes were noted that was treated with medication. Post procedure bradycardia was noted and is a continuing condition. Additionally, thrombus was noted in the cx after the procedure which was treated with balloon angioplasty to disrupt the clot and thrombus. Angiography showed no further thrombus visible. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, hematoma and thrombosis, as in the xience IFU, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction. It is possible that the ECG changes, hematoma and bradycardia are secondary effects of the dissection which resulted in thrombosis. However, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined.